Event description:
Caller reported an error with their continuous glucose monitor (cgm), known as error 42. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided detailed instructions for resetting the pump, and the caller planned to reset the pump at their convenience and follow up if the issue persisted.